Event description:
Additional information received reported the patient was being treated for right trans radial approach. Right va, 6mm saccular aneurysm. The neck diameter was 3.5mm. Vessel tortuosity was moderate. Right after the operation, there seemed to be no problem with the patient. No patient symptoms were reported. The event was clarified that they couldn't see the contrast agent beyond the tip of the pipeline. Contrast was observed up to the tip of the expanded area, but the contrast did not flow beyond that point and was lost. The reason for this is not yet known but it was thought that either the pipeline was basket-like during deployment and thus flow was weakened and the contralateral flow was defeated, or the va was straightened during wire delivery and the vessels became accordion-like and flow became difficult to achieve. There was no resistance during deployment. No deformation was observed in the product after collection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after delivering the pipeline to the va and deploying the tip, contrast was injected from the guiding. The area beyond the pipeline was not visible, so it was resheath once and contrast was performed again from the guiding, at which point it was visible without issues. This confirmed that a thrombus was not the cause, but the reason remained unknown, so the device was retrieved. The procedure was changed to stent-assisted coiling, and the treatment was completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were not prepared as indicated in the instructions for use (IFU) as sleeve removal was performed externally. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.